Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead: model 3093, lot # v027693, implanted: 2007 (B)(6), explanted: unk.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial# (B)(4) showed that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator (ins) replacement took place. High impedances were found so a new lead was inserted into the replacement ins. Subsequently, the set screw on the device would not "capture and hold down the lead". Audible clicks were heard when trying to tighten the set screw. A second ins was used and the problem resolved. There was no patient injury and the patient recovered without sequelae.